Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he received a sensor glucose reading of 228 mg/dl and a blood glucose reading of 400 mg/dl. The customer also reported that earlier in the day, he received blood glucose level readings of 515 mg/dl and 457 mg/dl with sensor glucose readings below 250 mg/dl. The customer was advised as to the proper sensor insertion techniques and sensor function. The sensor was not replaced or returned for analysis.